Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump volume or vibration was too low. Additionally, the customer experienced a low blood glucose (bg) level of 50 mg/dl. Low bg cause was not known. Customer did not address the low bg as the bg value increased on its own. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Reportedly, the customer continued to use the pump for insulin therapy.